Manufacturer narrative:
Device manufacture date: (B)(6) 2010. A product development evaluation was completed: insertion handle was manufactured 06/2010 and was received structurally sound, but with scratches and gouges reflective of unintended methods of use. Insertion handle damage did not contribute to the complaint condition. Relevant drawings were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. In order to recreate the complaint condition, the returned 130° aiming arm and insertion handle were mated with known good parts including a sawbones femur sample, using guidance from the trochanteric fixation nail (tfn) technique guide. After attempting to recreate the complaint condition over ten times the tfn system repeatedly aligned properly and the screw passed through the trochanteric fixation nail. The complaint condition could not be replicated. There is the potential for parts of the tfn system to become loose during surgery, especially when using mallets to drive in implants. Unless all components of the tfn system are stable and properly tightened, the alignment of the insertion construct can be compromised. The technique guide give special instructions to ensure that the connecting screw is tight, in order to avoid misalignment. Since the returned parts were found to be in alignment when attempting to recreate the complaint condition, it is possible that in the subject event the connecting screw was not as tight as it needed to be, which caused the misalignment during surgery. Along with the connecting screw, the tab on the top of the insertion handle which mates with the nail helps position the implant during insertion. On the returned insertion handle the tab had an indentation on it which could be a result of attempting to position and implant a nail without the connecting screw being tightened. Damage from striking was also noticed on top of and on the underside of the insertion handle. When the handle/nail assembly is hammered during surgery, the technique guide specifically states that prior to continuing the surgeon must confirm that the nail is tightly connected to the insertion handle. In addition to a loose connecting screw, another known contributing factor in tfn misalignment includes soft tissue deflection forces which can disturb the targeting process. The tfn system offers a percutaneous insertion handle which can be used in situations where excess soft tissue can affect targeting. Considering the damage to the insertion handle, the complaint condition, and previous complaint history, it seems as though a loose connecting screw and/or deflective forces from soft tissue played a role in the complaint. Considering the circumstances surrounding the complaint and since the complaint condition could not be recreated using the returned parts, the devices are determined to be suitable and safe for their intended use and the complaint condition unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient was treated with a right trochanteric fixation nail system (tfn), upon insertion of the helical blade the blade would come off its axis and hit the nail and could not advance. Eventually the helical blade was advanced and seated to correct depth through the nail, it took the surgeon several tries to get the blade past the nail. With the blade seated the surgeon attempted to distal lock through the 130 degree aiming arm, the drill bit would not line up and pass the hole in the nail. The drill bit was hitting the nail and drilling into the nail and not into the hole in the nail. Equipment was assembled correctly and the conclusion was the tfn insertion handle and the 130 degree aiming arm were both bent. There was a 15 to 20 minute surgical delay. The procedure was completed successfully. The patient status/outcome is unknown. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: aeromed, inc. Manufactured the insertion handle, part number 357.411, and lot number 6319155. Initially, the part conformed to the certificate of compliance and was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.